Manufacturer narrative:
Date sent to FDA: 9/25/2020. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the sinus tract was removed and also part of the mesh was visible in an area approximately 7 cm. Some of the edges of the mesh could not be seen into the edges of the abdominal fascia because it was embedded, but he removed all of the mesh that could be visible and it appeared that the mesh was implanted above the fascia and now bowel was seen. It was reported that the patient experienced severe pain, inflammation and abdominal wound. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 07/22/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.